Event description:
The investigator reported "stimulator failure". The stimulator was replaced. The event was classified as "moderately severe" and definitely related to the stimulator. The event resolved; the pt had complete recovery.